Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump received motor error, no delivery alarm and buttons were unresponsive. The customer also reported scratches on screen, when priming pistons make a grinding sound and insulin squirts from cannula when priming. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis